Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 and (B)(6) 2019 2 pump stoppages while attached to mobile power unit (mpu). They were unable to reproduce any alarms. Drive line imaging obtained with inconsistency in shielding near bend relief proximal to controller and near exit site. On (B)(6) 2019, technical services representative arrived on site for drive line evaluation and replacement. They performed a replacement 2.5 inches from the exit site. Patient was put on grounded patient cable without issue. Patient was moved up to a transplant list. The patient was transplanted on (B)(6) 2019 due to a short to shield. The device was returned for evaluation.

Manufacturer narrative:
A percutaneous lead segment was returned on 26dec2019 and the lvad pump was returned on (B)(6) 2020. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline wire damage. The account submitted log files which captured data from 07dec2019 through 27dec2019. The log files captured a transient low speed advisory alarm on (B)(6) 2019, when pump speed briefly dropped to 6350 rpm. On (B)(6) 2019, the pump again struggles to maintain a speed above the low speed limit and a low speed advisory alarm is triggered. This alarm is immediately followed by a pump stoppage with corresponding hazard alarms for low speed and low flow. All low speed and pump stoppage events occurred while the system was supported by the mpu. No low speed events were captured after the patient¿s reported driveline repair (performed under work order #00078495) on 23dec2019. For the remainder of the captured log file data, the pump maintained a speed above the low speed limit and appeared to be functioning as intended. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 6.5¿ from the pump housing (s/n 21231). A distal segment adjacent to the metal connector containing a repair was also returned measuring approximately 29¿ in length (s/n (B)(6) proximal to the repair & s/n 11219 distal to the repair). An additional segment of the driveline was also returned under work order #00078495 which measured approximately 19.5¿ in length (s/n (B)(6)). The connector pins and bend reliefs of both metal connectors appeared unremarkable. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The silicone jacket and bionate layers appeared unremarkable. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed approximately 11.5-13.5¿ from the pump housing (s/n (B)(6)). Visual and microscopic examination of the driveline revealed an area of damage on the black wire approximately 12¿ from the pump housing which exposed the metal conductors. The damage to the compromised wire appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in this location. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The black wire represents one of the redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of the compromised wire contacted the metal braided shield while the system was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the pump stoppage events reported by the account and seen in the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, d10 :additional information. Section h3: correction.

Event description:
It was reported that patient was transplanted on (B)(6) 2019 as a result of internal short to shield. Pump was returned for analysis. No additional information will be provided